Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received, it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that had a preoperative diagnoses of pulmonary embolus (pe), history of deep venous thrombosis (dvt), status post laminectomy, and morbid obesity. During implantation of the filter via femoral vein, the trapease filter was deployed at the level 3-4 lumbar region. A completion venogram showed no compromise of the renal vessels. The patient was sent to the recovery room having tolerated the procedure satisfactorily. Approximately on or about fourteen years and twenty-three days post implantation the patient underwent a computerized tomography (CT) scan of the abdomen. The CT scan report noted that there is an ivc filter within the proximal ivc at the junction with the right common iliac vein. The proximal portion of the filter is 7.5cm distal to the right renal vein. The filter appears to be within the center of the vessel. There was mild fatty liver infiltration. The organs were otherwise unremarkable. According to the information received in the patient profile from (ppf), approximately on or about fourteen years and twenty-three days post implantation of the ivc filter the patient became aware of the alleged events and reports to have migration of entire filter other than to heart. The patient states to have been concerned with what would happen if the filter was to move or break. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter migrated and the patient has experienced anxiety. The indication for the filter implant was pulmonary embolus and history of deep vein thrombosis, status post laminectomy and morbid obesity. The filter was placed via the right femoral vein and deployed at the level 3-4 lumbar region. A completion venogram showed no compromise of the renal vessels. The patient was sent to the recovery room having tolerated the procedure satisfactorily. Approximately fourteen years and twenty-three days post implant the patient underwent a computed tomography (CT) scan of the abdomen. The CT scan report noted that there is an ivc filter within the proximal ivc at the junction with the right common iliac vein. The proximal portion of the filter is 7.5cm distal to the right renal vein. The filter appears to be within the center of the vessel. The product was not returned for analysis. The DHR could not be completed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported migration could not be confirmed, and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported event and the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages including, but not limited to, migration of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported migration could not be confirmed, and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported event and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.